Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up, down and ok buttons were under-responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: all keypad buttons were unresponsive. The keypad cover was removed and no defects were found to the button contacts. The audio bolus button cover was found to be punctured and there was moisture damage found on the button contact. The audio bolus button was shorted due to the moisture, and the shorted bolus button resulted in the keypad buttons being unresponsive.